Manufacturer narrative:
Manufacturer's investigation conclusion: the report of bleeding at the outflow graft anastomosis site could not be confirmed through this evaluation. According to the account, the bleeding was caused by an aortic pseudoaneurysm that disrupted the suture line. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 "surgical procedures" provides instructions on how to anastomose the outflow graft and states to ensure that the suture line is secure with no blood loss. Section 5 (under "securing the pump and connections") states that when the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also contains a section on "blood leak diagnosis", and explains that a blood leak from any implanted component of the system can be identified through unexplained internal bleeding (beyond the perioperative period following implant), possibly with painful distension of the abdomen or tamponade. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital with worsening dyspnea. On a previous admission, the patient underwent a computed tomography (CT) scan of the chest on (B)(6) 2021 and a small hematoma was noted close to the outflow graft (ofg). The patient returned to the hospital with worsening dyspnea. A CT scan was done. The patient's hematoma was larger. The patient had an ascending aortic pseudoaneurysm at the level of the outflow graft anastomosis. This caused disruption to the suture line of the outflow graft anastomosis which led to bleeding and was the cause of the ¿fluid collection¿. The patient was admitted with several days of progressive shortness of breath that had failed outpatient management of diuretics. A chest x-ray was done in the outpatient domain on (B)(6) 2021 which showed enlargement of the mediastinal silhouette. A chest CT was done on (B)(6) 2021 which demonstrated a large retrosternal fluid collection with variable echodensity concerning for a large hematoma. The patient was taken to the operating room (or) on (B)(6) 2021 for chest exploration. During the chest exploration, the surgeon found that the pump and ofg were operating as intended but there was a large pseudoaneurysm around the ofg anastomosis site. The surgeon repaired the pseudoaneurysm on the ascending aorta and reattached the ofg. The patient had a washout with placement of a right ventricular assist device (rvad) with protek cannula on (B)(6) 2021. A washout and right arterial line removal with temporary dialysis catheter placement was performed on (B)(6) 2021. The patient was on a ventilator as of (B)(6) 2021.

Event description:
It was reported that the patient presented to the hospital with worsening dyspnea. On a previous admission, the patient underwent a computed tomography (CT) scan of the chest and a small hematoma was noted close to the outflow graft (ofg) (reported in MFR. Report # 2916596-2021-02009). The patient returned to the hospital with worsening dyspnea. A CT scan was done. The patient's hematoma was larger. The patient was taken to the operating room on (B)(6) 2021 for chest exploration. During the chest exploration, the surgeon found that the pump and ofg were operating as intended but there was a large pseudoaneurysm around the ofg anastomosis site. The surgeon repaired the pseudoaneurysm on the ascending aorta and reattached the ofg.